Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery, via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel size to be approximately 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was inserted into the pt and the balloon lost pressure as the physician pulled towards the arteriotomy (between 1st stop and 2nd stop). The physician removed the device and converted the pt to 20 minutes of manual compression. Hemostasis was achieved. The pt was reported as hospitalized, not mynx related.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1213003) indicated that the device lot met all established performance criteria prior to shipment.